Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The facility nurse called olympus stating the light source was checked before use in an unspecified case and found the front panel was blinking. The case was postponed. Additional details have been requested regarding the reported event. There was no report of patient harm or user injury.

Manufacturer narrative:
The customer will be returning the subject device, but it has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.